Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the tendril lead exhibited a high pacing impedance. The lead was not used. The physician continued with another lead and completed the procedure. There were no patient consequences.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) exhibited a high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: the correct statement in b5 should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) exhibited a high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. There were no patient consequences.", rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the tendril lead exhibited a high pacing impedance. The lead was not used. The physician continued with another lead and completed the procedure. There were no patient consequences." The correct last name of the physician should have been (B)(6).